Manufacturer narrative:
The olympus field service engineer (fse) removed and replaced the top plastic cover lid and push plate cover unit. The device was repaired according to specifications. Software attributes were verified and confirmed. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that during preventive maintenance, a cracked lid cover and push plate cover were found by an olympus field service engineer (fse). There was no patient involvement or injuries reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility and the results of the legal manufacturer's final investigation. The device history record (DHR) review indicated that the product was manufactured and tested in accordance with all applicable procedures. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, although a root cause could not conclusively be determined, it is possible the cause of the reported issue was improper handling of the device by the user, such as an impact to the top cover with a hard object. Anomalies can be detected by performing the following inspections, as described in the operation manual, 'chapter 3: inspection before use, 3.2: inspecting the lid and lid packing': "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. · the lid is not cracked, broken, or otherwise damaged. ...if any irregularity is found, do not use the equipment and contact olympus."

Event description:
Additional information was provided by the user facility: the oer-pro was in-use while it had a cracked lid. The customer stated that the crack was so fine they did not notice it until the preventive maintenance (pm) was performed. There was no leaking associated with this event. No patient infections or positive cultures were reported during this time. The device is not inspected prior to use and there were no sensors going off at that time. There have been no problems associated with the device. The last in-service was last year (2020) and there were no noted observations. The effective minimum concentration is checked before each use.